Event description:
It was reported that a wrist fixation construct which was implanted (B)(6), 2012, was removed on (B)(6), 2014 due to a broken plate (part# (B)(4)), and one broken unknown 2.7 locking screw. All hardware was easily removed and the exposure was closed. Surgery was successfully completed, with no delay or extension of time to the procedure. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the product investigation reported the titanium standard bend lcp wrist fusion plate was received in pieces. The plate broke along the distal edge of the fourth most proximal hole leaving a roughened fracture. The plate was manufactured in 4/2011 and is 3 years old the 04.110.150 titanium standard bend lcp wrist fusion plate and the unknown 2.7mm titanium locking screw are implants used in lcp wrist fusion set (technique guide (B)(4)) the 04.110.150 titanium standard bend lcp wrist fusion plate was returned and reported to have broken after over two years of implantation. This condition is confirmed; the plate broke along the distal edge of the fourth most proximal hole leaving a roughened fracture. It is likely that an impact sustained by the patient combined with two years of wear inside the patient lead to the breakage. Drawing number (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The unknown titanium 2.7mm locking screw was returned and reported to have broken after over two years of implantation. This condition is confirmed; the head has become detached from the shaft of the screw leaving a roughened fracture surface. The threading on the head and shaft of the screw is substantially deformed especially at the proximal end. It is likely that an impact and over two years of implantation within the patient led to the screw breakage. Drawing number (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record shows lot 6637240 of ti lcp wrist fusion standard bend plate was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed the raw material lot 6520522 met all specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.